Event description:
An alarm was declared by the pump, but there was no adverse impact on the customer's blood glucose level. The event occurred during the loading process, and despite customer support's assistance, the customer was unable to resolve the repeated cartridge alarm issue. As a result, it was decided to replace the pump, which was under warranty. The customer planned to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address, provided instructions on placing the pump into storage mode, and guided the customer on returning the faulty pump using a prepaid label.